Event description:
During the review of programming history for the vns pt's device to perform a battery life estimation, it was noted that high lead impedance was seen during diagnostic testing at an office visit in (B) (6)2010. The battery life estimation showed approximately 0.81 yrs till end of service. F/u revealed that there was no pt manipulation or trauma at the device site that could have contributed to the reported event. Diagnostic testing performed on the device in (B) (6)2008 revealed proper device function. The pt's device has been programmed off. Since the pt's seizures are currently well controlled, the physician indicated that the device may be replaced if the pt loses seizure control. No other interventions planned at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.